Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The functional and visual inspection of the returned equipment identified that the plunger is broken and is not connected to the handle-the plunger was rotate more than one-eight of turn by the user and failed to attach the capsule to the esophagus. It was reported that the device plunger broke off the handle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and fell in the patient¿s mouth when removing the device and the physician removed the capsule from the patient's mouth with fingers. There was no patient and user harm, and no intervention was required. Another capsule was used and it was attached successfully. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate the placement of the capsule.